Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions while charging. Reportedly, customer noticed a 'burnt' smell and disconnected pump from charging supplies. The customer's blood glucose was 167-168 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified. No failure related to the reported battery hot to touch was identified.